Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has consistently experienced elevated blood glucose (bg) levels "over the past few months." Although requested by tandem technical support, customer declined to conduct trouble shooting for the pump. No additional information was provided on the reported event.